Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported for left side "capsular contracture baker grade IV" and "pain, inflammation, left breast deformity", ¿bilateral axillary nodules with benign characteristics¿, and ¿swelling¿. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the events of capsular contracture, inflammation and swelling could not be observed as they are physiological complications.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV with pain and deformity. Inflammation and swelling were observed. The device has been explanted.